Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was having issues with charging as he had difficulty hearing the charger. No device malfunction was suspected.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.